Manufacturer narrative:
The l-shape hook electrode 5mm32cm (600318) was not returned for evaluation after three good faith effort (gfes) attempts were made. Lot number information has been provided; device history records (DHR) were reviewed, and no anomalies related to the reported issue were identified. It was determined that a fire may be the result of damage to the monopolar cable. The cable's lot number indicates a manufacture date of 2015. Per the cable's warning label, " do not pull cord. Grasp plug to remove cable. Inspect cord prior to each use for cracks/separation. Incorrect handling of the cord can cause sparks or a fire hazard." Per the cable's instructions for use (IFU) "it is very important to check all cables before each use for visual damages and wear, in particular with regard to the cord insulation. Never use damaged cables." However, a definitive root cause of the reported issue could not be determined as the product was not returned. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is 2 of 2 for the l-shape hook electrode 5mm32cm (600318) reportedly used during this event and is related to mfg report 3014334038-2024-00236: a facility reported that during a thoracoscopy case, the "bipolar cord #600-290 was being used with our monopolar electrode/l-shape hook electrode 5mm32cm (600318) in conjunction with a covidien ft10 cautery power supply. A small fire started below the sterile field of the operating room (or) bed. Or staff was able to put out the fire and there was a brief delay in the procedure." It was reported that the procedure was completed by the provider without the use of electrocautery. No patient injury occurred. The following was subsequently reported via MDR report# mw5164071: "cautery cord (monopolar cable 10 feet) set fire while in the middle of a surgery - there was no patient or staff harm "